Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic hepatectomy procedure, the liquid crystal display was found too be pale in color and the display could not be recognized. The device was recharged using a different charger but the issue was not resolved. There was no patient involvement. Medtronic's initial evaluation of the incident device found that pli-10 sigphandle: afc analysis finding codes ussigdamcabus: signia damaged connection on 44 pin cable 00 surgical innovations mitg - powered stapling wire electrical/electronic component problem reportable *afc analysis finding codes ussigvntbat us: signia vented battery 00 surgical innovations mitg - powered stapling battery power source problem reportable.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection after disassembling the device noted cracks on the organic light emitting diode{oled} screen, and when the device was powered on the screen stayed black. Analysis of the system logs showed no abnormalities in oled functionality, but multiple continuous resets are clearly shown. Prior to the last firing in the field there were multiple unknown continuous resets. The rear housing was removed and there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. An analysis of the system logs noted that towards the end of the logs, the handle was placed on a charger. The next time the handle initializes is with low voltage detected on the charger, a low relative state of charge value, and low individual cell voltages. The handle was opened up and both batteries were found to be vented. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. Additionally, the investigation detected a unreported conditions of the handle not charging and of continuous handle resets that have no relationship to the reported condition. The root cause of the observed condition that the handle would not charge was determined to be a result of a software fault. The battery cells vented, causing them to leak electrolytic fluid. The battery cells would be unable to charge under these circumstances and would result in the handle entering a cell under voltage state. Improvements have been initiated to mitigate this condition. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use on a laparoscopic hepatectomy procedure, the liquid crystal display was found to be pale in color and the display could not be recognized. The device was recharged using a different charger, but the issue was not resolved. There was no patient involvement.